Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a1, a2, a3a, h6. Additional information was requested, and the following was obtained: yes I will provide information. Never notified patients of the recall and once I went back to the original surgeon, due to my recall findings no other surgeon would help me anymore, unless it was on emergency basis. Original surgery in (B)(6) of 2010. In 2013, I had two surgeries, updates noted following the strand of infection and finding a suture but he didnt state it was the cause. Doctor did emergency surgery, I had became sepsis for the second time. I've been sepsis over 6 times due to this and not being able to get help until its an emergency. I have had more surgeries and different surgeons, but the doctors for these two surgeries mentioned the sutures. I even had to go to california to ucsf, because dr. Was secretly blocking me from getting the care I needed here in my hometown area and I was an employee of there's. Doctor whom I worked for, asked for all my medical records, spoke with original plastic surgeon and claimed she told him the sutures needed to come out. Just to come back and tell me, they all needed to be on the same page, at that time I had mrsa and she refused to give me antibiotics and I needed up, back in the hospital in ICU sepsis again. Four bags of antibiotics going into both arms. Im attaching culture labs over the years and you can see how it changes. Im at the end and no one will help me and im still having issues. Culture, anaerobic (B)(6) 2022 ¿ source abd seroma fluid. Gram stain result ¿ no polys seen and no organisms seen. Isolate 1 proteus mirablilis ¿rare growth. Isolate ¿ staphylococcus aureus ¿ rare growth. Anerobic isolate 2 ¿ peptostreptococcus anaerobius (organism) ¿ rare growth. Anerobic isolate 3 ¿ peptoniphilus harei (organism) ¿ rare growith. Culture, anaerobic ¿ collected (B)(6) 2022. Source ¿ abd sima fluid. Gram stain result ¿ few whilte blood cells (polymorphonuclear cells) and few gram positive cocci in pairs. Isolate 1 ¿ proteus mirablilis ¿ light growth. Anerobic isolate 1 - anerobic gram positive cocci isolated ¿ fails to identify ¿ light growth. Anerobic isolate 2 ¿ peptoniphilus harei (organism) ¿ light growth. Theres alot more. This is from 2019 -2022. Ive had two more surgeries since then, and possibly looking at another exploratory and antibiotic washout. I have been on antibiotics since 2010 off and on to where my teeth starting falling out and now I have dentures. Dob (B)(6) 1974. Pathology examination collected (B)(6) 2022. Pre-op diagnosis: uterine mass, menorrhagia. Final pathologic diagnosis: a: uterus, cervix, bilateral tubes and ovaries, total hysterectomy, bilateral salpingo-oophorectomy: mild chronic cervicitis with rare nabothian cysts, disordered proliferative endometrium, adenomyosis, leiomyomata uteri, unremarkable ovaries and fallopian tubes with small paratubal cysts, negative for cervical dysplasia, endometrial hyperlplasia, or malignancy. B: abdominal tissue, pannidulectomy: skin and underlying adipose tissue with diffuse dermal fibrosis, focal cicatrix and mild chronic inflammation, clinically panniculus.

Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. If in your possession, may we have a copy of your operative report? 2. Does ethicon have your permission to contact your surgeon, in the event that we would like to request more clinical information to be used for a product quality complaint investigation? 3. If so, please provide your surgeon¿s name and contact information and fill out the attached consent form? (Email address, phone number, address)

Event description:
It was reported by the patient that she had surgery in 2010 and suture was used. The patient has been having infections and is now at 14 surgeries. A few years back she got my medical records and seen that a surgeon said the sutures was the cause of the infections. The staph infection is never the same. It's rare and even once shower acidic and as if I had tuberculosis. The patient then went back to the original surgeon and he refused to remove the mesh and sutures. She has had sepsis 4 times. And having to have surgery number 15 or 16, and have truly lost count until go back to her records. This has taken so much away from my quality of life. Additional information was requested.